Manufacturer narrative:
Date of birth - born (B)(6). Weight - (B)(6) kgs implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they planned to conduct a femoral artery closure with a 6fr angio-seal device after the treatment with a 5fr catheter. While trying to insert the insertion sheath, the sheath was found difficult to get into the artery. Stopped to use and changed a closure device from another brand. The following procedure went on well and no harm was found on the patient. The patient was in stable condition. The estimated blood loss was less than 250cc. Additional information was received 05december2019: the procedure was completed using a second angio-seal device. A pre-deployment angiogram was performed.